Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio was able to confirm that the flex cable assembly which connects the user interface pcb assembly to the pcb stack resolved the reported issue; however, the customer declined repairs due to the costs associated. Physio-control then removed the replacement cable and returned the device to the customer, unrepaired.

Event description:
The customer reported that their device was not completing its boot up cycle and would lock up. There was no report of any patient use associated with the reported issue.